Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent removal of transvaginal tape on (B)(6) 2006 .

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 for mesh. On (B)(6) 2011 patient had a revision of mesh for reported erosion of the vaginal sling. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.